Event description:
It was reported that prior to a percutaneous coronary intervention, the stent moved on the balloon. During prep the 2.25x32mm promus element stent appeared to have moved on the balloon. The device was not used and another 2.25x32mm promus element was used to successfully complete the procedure. No patient complications were reported the patient status is stable. This product is only ous approved, but it is similar to an approved us device.

Event description:
It was reported that prior to a percutaneous coronary intervention, the stent moved on the balloon. During prep, the 2.25x32mm promus element stent appeared to have moved on the balloon. The device was not used and another 2.25x32mm promus element was used to successfully complete the procedure. No patient complications were reported the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Patient age at time of event: 18 years or older. (B)(6). (B)(4).

Manufacturer narrative:
The stent had dislodged from the stent delivery system (sds) and was returned on a pig-tailed mandrel with a stent protector. The stent was damaged and stretched along its entire length. The total stent length exceeded product specification. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. Kinks were present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).